Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-33, lot#: v013905, implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(4), ubd: 20-oct-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller reported a revision, stating the leads were replaced too because one or two of them were frayed. Caller also stated one or two of the leads were turning a different way when the healthcare provider went to replace the ins for normal battery depletion. Caller stated the patient was in surgery longer than expected and had a longer recovery time due to the healthcare provider deciding to replace the leads as well. Caller stated the ins replacement was supposed to take 20 minutes or so, but the surgery took longer. No patient symptoms were reported.